Event description:
The customer reported to olympus that the image was very dark at times on the high-definition autoclavable camera head. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the image did not appear. This report is to capture the reportable malfunction of the missing image noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. An additional issue of air or water leakage was identified during the device's evolution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a torsion in the cable unit caused a failure in the communication function and caused a failure in the image display. The cause of the twisted cable could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. When attaching and detaching the sterile camera drape or wiping the camera cable. Be careful not to apply excessive force to the camera cable. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.